Event description:
B braun pump began alarming air in line with norepinephrine infusing. Rn (registered nurse) attempted to restart pump multiple times. Rn reprimed line and pump continued to alarm. As a result, patient did not receive dose of norepinephrine and cardiac arrest occurred. Patient was successfully resuscitated. B braun representatives were on site and responded following event to gather event details and information from pump.